Manufacturer narrative:
The customer biomed reported error codes related to a spi bus failure. Philips field service was declined by the customer. The device was not returned for investigation. The customer declined philips services and repaired the unit by replacing the data acquisition to motor controller cable. A completed varification test was performed and the device is back in service.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device went vent inop while in use. No patient harm reported.